Event description:
Additional information provided by the account: the account stated sid (B)(6) low reactive roche and disorin and (B)(6) low reactive roche, diasorin method was not performed, were reported out of the external lab as negative due the negative nat result. Sid (B)(6) plasma sample tube was processed with a polyethylene glycol 1:2 dilution to try to clear the carried proteins from the blood. The results provided are 5.91 / 5.94 / 5.86 s/co that must be multiplied by 2 due to the dilution. The original results with serum and plasma samples were an average of 32 s/co. The hbsag, htlv, hiv and syphilis for this donor were clearly negative. Sample (B)(6) testing was grifols panther (tma) result of 0.07 (no unit of measure provided). Riba immunoblot (all life assay) result of negative. Roche cobas e801 result of 6.9 (no unit of measure provided). Roche cobas e411 result of 6.1 (no unit of measure provided). The sample was not processed with diasorin instrumentation.

Manufacturer narrative:
Section b5 describe event was updated with additional information provided by the account. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section d.11 concomitant product, additional product added alinity s list 6p16-01, serial (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of complaint data for the product and likely cause lot identified normal complaint activity and the ticket trending review determined that there are no adverse trends identified. A review of labeling concluded that the issue is sufficiently addressed. The performance of the likely cause lot was investigated by completing a review in the CAPA system for non-conformances, potential non-conformances and deviations. This review did not reveal any non-conformances, potential non-conformances or deviations. Only one donor sample was available for return. The returned donor sample e001821012457 was tested on alinity s anti-hcv ii, ln 4w56-55, lot 21538be00 and on inno-lia hcv score and recomline hcv igg immunoblots. Validity criteria per manufacturer¿s instructions were met. With alinity s anti-hcv ii, ln 4w56-55, lot 21538be00, repeat reactive results were obtained, replicating the customer¿s observation. Inno-lia hcv score blot resulted negative and recomline hcv igg blot resulted negative as well (helicase +/-). Considering all results, the final sample interpretation is false reactive for sid e001821012457. To evaluate clinical specificity, 220 panel members of human negative population panel tier1 were tested. The specificity panel met specifications. No false reactive results were obtained. Further, additional replicates of the negative control were tested which all met specifications. The alinity s anti-hcv ii assay has been designed with improved seroconversion sensitivity compared with previous and existing abbott anti-hcv assays. With the introduction of a more sensitive assay, the scenario exists that detection of low-level antibody in a donor can occur. This could be an indication of treated or resolved hcv infection or the presence of hcv infection in an immunocompromised setting. The increased sensitivity of low-level antibody in a donor is a further protection of the blood supply. The alinity s anti-hcv ii assay contains new antigen/reagent components as compared to abbott¿s previous and existing anti-hcv assays. This introduces new non-specific targets to a testing population. This introduction may impact the steady state level of specificity for a population. Because both first time and multiple time donors are naïve to this new method, false positive results can occur. This may lead to an initial rise in repeat reactive results until these donors have been excluded and assay steady state level of specificity for the population re-sets. ¿false positive¿ determinations such as those evaluated may occur with a new anti-hcv ii assay due to either specific or non-specific reactions. Based on the investigation, alinity s anti-hcv ii reagent lot 21538be00 is performing as expected. A systemic issue and/or product deficiency was not identified.this follow-up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. This report is being filed on an international product list 4w56, that has a similar us product distributed in the us, list 6p04-60. An evaluation is in process. A followup report will be submitted when then evaluation is complete.

Event description:
The account stated 4 donors generated (B)(6) alinity s (B)(6) results but (B)(6) pcr negative results. The 4 long time donors have history of nonreactive anti-hcv results. Sid (B)(6) ((B)(6) years old female) on (B)(6) 2021 generated (B)(6) alinity s (B)(6) of (B)(6). Sid (B)(6) ((B)(6) years old female) on (B)(6) 2021 generated (B)(6) alinity s (B)(6) of (B)(6). A new sample sid (B)(6) from the same donor generated (B)(6) alinity s (B)(6) results but pcr (B)(6) results. On (B)(6) 2021 sid (B)(6) generated (B)(6) alinity s (B)(6) of(B)(6) (alinity serial (B)(4)). Serum sample on (B)(6) 2021 generated (B)(6) of (B)(6) (alinity serial (B)(4)) and plasma sample on (B)(6) 2021 generated reactive of (B)(6) (alinity serial (B)(4)). Sid (B)(6) ((B)(6) years old male) on (B)(6) 2021 generated (B)(6) alinity s anti-hcv of (B)(6) and riba (B)(6). On (B)(6) 2021 alinity s (B)(6) of (B)(6). Additional testing of sid (B)(6), (B)(6), (B)(6), at an external laboratory generated roche cobas chemiluminiscence method and diasorin electro-chimio method low positive results, but the external laboratory reported the results as negative. Sid (B)(6), ((B)(6) years old male) on (B)(6) 2021 generated (B)(6) alinity s anti-hcv of (B)(6) s/co (alinity serial (B)(4)) but pcr (B)(6). No impact to donor/patient management was reported. No additional donor information was provided.